Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was rising, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted the lead was returned with dried blood on the helix and within the sleevehead. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. A conductor fracture was not observed. (B)(4)

Event description:
It was reported that the patient was admitted to the emergency room due to a lead integrity alert (lia) alarm. Oversensing, high and erratic impedance and variable threshold were noted along with episodes of high rate noise and sensing integrity counter (sic). It was also noted that there was a possible fracture on the right ventricular (rv) lead. A chest x-ray revealed twiddler's syndrome with rv lead dislodgement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.